Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer's blood glucose level was 160 mg/dl. Reportedly, the pump successfully began charging and the customer continued to use the pump for insulin therapy.